Manufacturer narrative:
Beckman coulter complaint handling unit reviewed the information provided from the event. The customer reported iron (fe), glucose (glu), ferritin (ferr), transferrin (trf), and total protein (tp) quality control (qc) were out of the customer¿s established range. The customer stated the magnitude of error of each analyte varied. The customer performed a w2 and cleaned the deionized (di) water filter, sample probe water filter, and the di water canister with no improvement. Beckman coulter technical support (cts) advised the customer to inspect the mix bars and replace the reagent and sample probes. The customer called back stating the replacement of the reagent r1 probe, reagent r2 probe, and sample probe resolved the qc issues, but they still observed an issue with trf calibration. The customer reported physicians questioned some high glu patient results. The customer repeated the samples and obtained results that corresponded with the patient¿s previous values. The customer was called back for the trf calibration issues. The customer stated the issue was resolved and stated it appears the reagent blank values dropped when changing to a new lot of tf reagent. The customer stated the reagent blank recovery was consistent with another bottle of reagent. A definitive component could not be identified as the sole contributor of this event as the customer did not provide patient reaction monitors. The issue was resolved by replacing the reagent and sample probes. A failure of one or more of the replaced components or a combination thereof is the likely cause of this event. (B)(6). The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported the generation of erroneous high glucose (glu) patient results and quality control (qc) failures on multiple analytes on their au680 instrument. The results were reported out of the laboratory. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient data or demographics.